Event description:
I use t slim insulin pump. It requires dexcom cgm to talk to the pump and that regulates how much insulin you receive. Dexcom upgraded to g6. Their product constantly fails so my insulin pump is not working properly. Because of this I do not receive enough insulin. Therefore overnight I went into ketoacidosis. I had three dexcom sensors fail in 7 days. They are supposed to last 10 days each so 30 days of expensive equipment failed in a week. Today my dexcom sensor fails again. So now 4 failed in less than 2 weeks. I am now in ketoacidosis again. I am out of sensors so most likely will have to seek hospital care. I have used dexcom for 14 years. Since upgrading to g6 nothing but failed sensor constantly. FDA safety report ID# (B)(4).